Event description:
The patient stated that she stopped using v-go 5-8 years ago after the patient got an infection at the infusion site. The patient mentioned that in the past, she had applied the v-go's to her stomach and did not use alcohol swabs or alternate the infusion sites. The patient did not provide information on how the infection was treated, or any description of the infection. The patient does not recall the v-go size.